Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer treated with bolus from the pump. The customer mentioned that he has been diabetic since he was (B)(6). Customer declined to troubleshoot for high readings. The customer stated that he changed the battery and it was full. The product was not returned for analysis.